Event description:
The lead was explanted due to patient condition. Physician was unhappy with placement of passive lead. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).